Manufacturer narrative:
Exact date of implant is unknown. Sometimes in (B)(6) 2016. (B)(6). (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is still experiencing difficulty with rotation and movement. Device remain implanted in the patient, but patient plans to remove it.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown number of screws/unknown lot number. Unknown if part will be coming back after revision, will re-visit if surgery is performed. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2016 the patient who is a surgeon broke her right clavicle on the lateral side and had a surgery to fix the fracture, during the surgery a clavicle hook plate was implanted. The patient was under the impression that she had nearly full mobility after the surgery, but now five months post-operatively she is only able to lift her arm with 20-30 degrees of abduction. She continues to perform surgeries but she is often hindered by the inability to move her arm freely. The patient will be scheduling a surgery to remove the plate soon. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).